Event description:
Related manufacturing reference number: 2017865-2024-72155. It was reported that the patient experienced chest pain one day post leadless pacemaker implant. A pericardial effusion was noted. No additional intervention was performed. The patient was stable and will continue to be monitored.